Event description:
During index procedure physician used two amphirion deep pta balloon for the treatment of the anterior tibial artery it was reported that the next day, amputation of digit IV right was required due to worsening of gangrene. It was reported that approximately 12 months post index procedure, re-stenosis of the anterior tibial artery was confirmed. Revascularization was performed with an amphirion deep pta balloon. Investigator reported that the event was not related to the study device. Patient is reported to be recovered and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: inherent risk of the procedure (revascularization).